Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defib charge and discharge testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The device log suggested the battery in use at the time needed to be recalibrated. The battery was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.